Manufacturer narrative:
Additional info has been requested to determine if the device sample is available for evaluation.

Event description:
The event is reported as: there was a small hole noted on the isis et tube. A leak was noticed as well. The et tube was being used on a pt. The pt was extubated and re-intubated. No pt injury reported.